Event description:
It was reported that the lead exhibited no capture and no sensing. It was also noted that the lead perforated inside the pericardium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.